Event description:
A report was made about a patient experiencing multiple malfunction alarms. There was no reported impact to the patient¿s blood glucose level from these issues. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.